Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump rejected the new battery, exhibited louder and slower rewind, noticed a past event of an unexplained no delivery, and had a cracked pump casing along the backside of the pump. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-383a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-1884, mmt-383a.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump was received with a loud motor noise during rewind. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no failed battery alert/battery failed alarm recorded in the formatted history file on the event date. However, low battery alert was found on: 12/16/2025 14:06:00.000 insert battery alarm was found on: 12/16/2025 14:06:32.000 insert battery alarm was expected since the battery was removed from the pump. Old power management tool was used and there was no power data available for low battery alert. No unexpected failed battery alert/battery failed alarm and low battery alert noted during testing. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week from the event date of 17-dec-2025. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date of 17-dec-2025. However, no delivery alarm/insulin flow blocked alarm was found on 11/08/2025 at 21:03:53.000 during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.47 mv). In conclusion, the pump had a loud motor noise during rewind due to faulty motor. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay and a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm and failed battery alert/battery failed alarm were not confirmed. Cosmetic damage was confirmed at the case (backside) of the pump during analysis. Rewind anomaly (louder/slower rewind) and drive/motor anomaly were confirmed due to faulty motor. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.